Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device was implanted via v-p shunt to the patient ((B)(4) boy, (B)(6)). Doi and the initial setting pressure are unknown. After implantation, it was found that the fluid did not flow though the device. The surgeon suspected the occlusion of the valve or sg by contrast radiography. On (B)(6) 2014, the revision surgery was conducted and the device was replaced by the same new product at 150mmh2o. The setting pressure of the removed valve was 150mmh2o. The patient¿s condition was improved after the revision.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was product code 82-3834, and not 82-3162 as first reported by the customer. The device was visually inspected and confirmed that a tear was noted in the silicone housing just before the black arrow. In addition, an occlusion was found in the cam mechanism. During the functional testing of the valve it was determined that the valve failed the leak test as there was a leak reported from the tear in the silicone housing. The valve also failed the programming and pressure test. When examined under a microscope at appropriate magnification, biological debris could be seen throughout the device, which appears to be the problem reported by the customer. It was also believed that the root cause for the tear in the silicone housing could be due to the device coming in contact with the edge of a sharp or pointed object. This however could not be confirmed. The instructions for use does warn the health care user to use extreme care as silicone as a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.